Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 04/30/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 04/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 01/31/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 01/31/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 01/31/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 08/31/2016, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 08/31/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 08/31/2015, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 08/31/2014, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650/ expiration date: 01/31/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2016, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching and power disconnect with eight batteries. It was noted that the batteries were fully charged when the event occurred and there was loss of power due to the power switching event. The patient heard random beeping from the controller. When the patient disconnected one battery to replace it, the second battery lost contact with the controller despite still being hooked up to the controller causing a brief continuous tone alarm with no information on the screen signaling loss of all external power. The patient quickly added the replacement battery to the controller and, in the process, the second battery regained contact with the controller and the alarms stopped. It was noted that there was a pump restart event. The patient first noticed the power switching about one or two years ago. Servicing was performed on all power sources. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: eight batteries (B)(4) were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to an intermittent disconnection on the attached power source and/or to a disconnection of both power sources. If information is provided in the future, a supplemental report will be issued.